Event description:
The consumer¿s spouse reported on their behalf an accidental reagent exposure to the eyes with the binaxnow covid-19 antigen self-test on 21nov2023. The consumer mistakenly used the reagent vial as eyedrops. The caller confirmed there were no symptoms as a result of the exposure. No additional information was provided.

Manufacturer narrative:
FDA UDI (B)(4). A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation or discomfort occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.